Manufacturer narrative:
No button error alarm noted during testing. The device had intermittent button response due to corroded keypad traces. The device had broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and the device was unresponsive. Customer's blood glucose was 171 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.